Event description:
It was reported the device had to be replaced due to leakage observed around the puncture site during medication perfusion. The catheter was replaced with significant difficulty due to poor venous access. As a result, the patient experienced arm edema, hematoma, and pain. The patient became scared and apprehensive towards further treatment. The patient is currently fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device had to be replaced due to leakage observed around the puncture site during medication perfusion. The catheter was replaced with significant difficulty due to poor venous access. As a result, the patient experienced arm edema, hematoma, and pain. The patient became scared and apprehensive towards further treatment. The patient is currently fine.